Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the neoplastin method and a professional coaguchek xs meter with an unknown serial number. The following are the patient's results: patient's meter at 12:27 p.m. : 7.7 inr. Patient's meter at 12:30 p.m. : 7.8 inr. Professional meter at 2:15 p.m. : 8.0 inr. Laboratory at 2:45 p.m. : 4.6 inr. The patients therapeutic range is 3.5-4.0 inr and tests weekly. The patient is feeling fine.